Event description:
Procedure type: gastrectomy. According to the rptr: the magazine could not be opened anymore after firing. The first magazine was opened with great force, the second magazine was cut out and was given with the tissue to the pathology for flash test. The yellow pre-release safeguard was not removed at the connection with the handle. New magazines and handles were used to finish operation. No persons were injured. Operative time was extended by more than 30 min. No blood loss occurred. There was no extension of the incision, and no change of operation. A small piece of tissue was lost when the second magazine was cut out.

Manufacturer narrative:
(B)(4).